Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient has suffered the following personal injuries as a result of the implantation with the asr hip implant: hip pain and weakness, elevated levels of metal ions, dizziness and problems with balance, and problems standing, walking and moving up and down stairs. Patient will be having the asr hip implant explanted on (B)(6) 2011. **update** 04/02/2013 - patient's operative records were received. Records indicate the patient was revised to address metallosis. Upon revision blackened dark bursa was encountered along with corrosion on the neck. The stem and sleeves were added to the complaint and the complaint re-opened.